Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown.

Event description:
It was reported that during a revision hip surgery on (B)(6), 2013, the surgeon went to implant the new liner, but none was available in the loaner kit. Surgeon had to close up the patient and re-operate on (B)(6), 2013 after liners had been sent. No further information has been received.

Manufacturer narrative:
Further information revealed that the loaner kit ordered by the surgeon (uhcuk mallory head ringloc hap acet. Cup) contains cups only. Surgeon must order loaner kit uljuk to receive the liners and heads. Loaner team has ammended the uhcuk loaner set list to state that kit uljuk must also be booked to receive the liners and heads.